Event description:
(B)(4) clinical study. It was reported that silent myocardial ischemia occurred. On (B)(6) 2013, the patient presented with stable angina. Subsequently, the index procedure was performed. The 75% stenosed, 19mm x 2.25mm, new, eccentric, type b1, no diffuse lesion, with under 45 degree bend target lesion was located in the mildly tortuous and non-calcified 1st diagonal artery. The lesion was treated with pre-dilatation and deployment of a 2.25 x 32mm promus element¿ plus stent at 10 atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged. On (B)(6) 2014, the patient presented with silent myocardial ischemia. The physician performed percutaneous coronary intervention (pci) to treat the event. Post procedure, the event was considered resolved. Patient' status was good.

Manufacturer narrative:
Height (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).